Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).

Event description:
A technician reported a slowly resolving epithelial defect on the left eye one week post (prk) photorefractive keratectomy. A bandage contact lens was placed and then removed. Patient did a slow taper with a steroid eye drops to heal the abrasion. Patient had complained of blurry vision that resolved with the healed epithelial defect/abrasion.